Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a no disposable alarm. Functional testing involved cassette latch and infusion tests and showed that the pump displayed "no disposable, pump will not run" error message. The investigation determined that a downstream connector that was broken off from the main board was the cause of the reported issue. The main board was replaced. Reporter information updated: (B)(6). Additional reporter information: (B)(6).

Manufacturer narrative:
Report source: the medwatch form was received from (B)(6) with patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was not working. It was beeping and showing "low disposable, pup will not run". The patient switched to another pump without issue. The patient did not miss infusion and denied any side effects and symptoms. The patient was advised to go to the hospital if his other pump stops working.  There was no reported adverse event.